Event description:
The facility reported a flogard device that alarms "air." This problem occurred during a patient infusion. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the pump. The reported condition of an air alarm was confirmed during service and found to be due to a defective air sensor. The technician reseated the cn811 and replaced the sensor and central processing unit printed circuit board assembly (cpu pcba). The device was tested and returned to the customer within specification.